Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump had scratches that affect the visibility of data. The blood glucose was unknown. The customer also reported that the insulin pump had button has to press more than once and louder during rewind. The customer reported that battery life was diminished and insulin pump had no delivery alarm. The device will not be returned for the analysis.